Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath after a coronary interventional procedure. Reportedly, the foot plate was deployed; however, the foot plate would not retract completely and was removed from the patient partially deployed. A cut down was completed to close the artery and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported slight clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was used in the left common femoral artery, not the right as previously reported. Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot retraction problem incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Attachment: user facility summary report report (#(B)(4)).

Event description:
Subsequent to the initial medwatch filed, user facility medwatch (report #(B)(4)) received: "event desc: the physician was deploying a perclose to the left femoral artery and the foot of the perclose would not close which caused the artery to tear creating a hole in the artery which needed repair. The physician did attempt to put in a 10 sheath but this did not help. Therefore, the surgeon was called to surgically repair the artery." Additional information received confirmed the device was used in the left common femoral artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.